Event description:
A female pt reported that she allegedly experienced blurry vision, swollen eyelids, and burning diagnosed by her optometrist as a chemical burn after her first use of comfort care gp wetting and soaking solution. The doctor prescribed neomycin/ polymixin b/ dexamethasone solution, lacri-lube, and tylenol with codeine for pain. The pt indicated she has wesly & johnson torque soft contact lenses. Treatment: neomycin/ polymixin b/dexamethasone solution, lacri-lube and tylenol with codeine.